Event description:
It was reported that during a neurovascular procedure the physician accessed the mma with a plato 17 (pl17-160-000) through a penumbra 5f ber catheter. The physician did a micro injection and when they looked down the hub of the plato 17 had broken off. The broken device was removed and another plato 17 was used to finish the case. The patient was not harmed as a result of the malfunction.

Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the relasing criteria. Further follow-up with the sales representative on 21-jan-2026 confirmed that the doctor held the syringe to inject with one hand while supporting the catheter with the other hand. The break may have been as a result of how the doctor was handling the device and the syringe while doing the injection then subsequently breaking, however, this cannot be confirmed.